Event description:
One third tubular plate broke post operative and was removed. Consultant reported that surgeon stated that plate was implanted without locking screws.

Event description:
Patient experienced a left shoulder injury in 8/04 in a motor vehicle accident. Plate was implanted with iliac crest bone graft. Patient woke up with painful left clavicle and deformity at left clavicle. Hardware was removed.